Manufacturer narrative:
Device label codes: 1738, 1738. The iab was received intact for evaluation with the balloon completely noted to be almost completely within the sheath tubing. The membrane and inner lumen within the device was noted to be severely stretched. It was not possible to pump this iab on the laboratory system 90 due to the condition of the returned device. Probable cause of difficulty: the condition of the returned membrane and sheath suggests that the balloon membrane did not fully exit the sheath tubing. It was not possible to determine the exact cause of the reported difficulty based on the event description and the examination of the item. This type of complant is one of the most difficult to evaluate and must rely on conjecture since one cannot observed what the balloon is being subjected to within the aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of the following: 1. The iab membrane failed to fully exit the sheath (the condition of the returned iab supports this statement. 2. The balloon entered a subintimal space. 3. The balloon was placed too high in the aortic arch or in the subclavian artery. 4. The iab failed to completely unfold because the user failed to inject at least 30cc. Of air as advised in the instructions for use. 5. The catheter kinked within the patient probably because of severe vessel tortuosity and/or patient movement. 6. The catheter kinked outside the patient. The user may have failed to secure the catheter and y-fitting to the patient. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 7. A kink in the catheter may have restricted the flow of helium into and out of the balloon causing the pump to perceive a loss of gas or to cause the balloon to poorly augment. 8. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may alleviate the problem. 9. The balloon pump needed servicing. 10. The patient's physiological conditions contributed to the reported problem. These can include low mean arterial blood pressure, low systemic vascular resistance, or a rapid heart rate that compromised ventricular filing and ejection.

Event description:
There were no complications from the event and the patient was discharged from the facility. Event complications: chest pain - reported 9/3/96; none - reported 11/7/96. Patient's current status: discharged - rpt'd 11/7/96.